Event description:
It was reported that an 8f angio-seal was deployed in a patient in 2001 after a stent procedure. The patient required readmission to the hospital to treat an infection in the area of the puncture. Superficial exploration of the area was performed and ultrasound was performed. Augmentin was prescribed to treat the infection. Skin/ tissue cultures grew beta hemolytic streptococcus group a, and staphyllococcus. The angio-seal device remains implanted.